Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer resolved occlusion issues by changing infusion set and cartridge and then resuming insulin. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.